Manufacturer narrative:
The refenced device was returned to olympus for repair for a reported ¿unit is switching off continuously before procedure during prechecks¿. The service evaluation was performed but was not able to confirm the customer¿s reported issue as the device passed inspection and testing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer high flow insufflation unit¿s front panel not functioning when immediately turned-on during inspection prior to use. ¿after power on once select the cavity mode, the unit got fully struck with alarm sound then front panel not working¿. The intended therapeutic procedure was completed using an alternate device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide the product device return date (d9).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the front panel not working could not be reproduced. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.